Manufacturer narrative:
Date of occurrence: 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were identified in three (3) minicaps prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Five samples were received for evaluation and an evaluation is complete. The samples were received with the packaging opened. A visual inspection was performed with the naked eye. The units were underwater pressure tested at 8 psi for ten (10) seconds with bubbles observed. After evaluation, it was determined that the cracks on the units were leaking at the crack. The reported condition was verified. The samples did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.